Manufacturer narrative:
B3 - date of event: event date not reported and estimated based on aware date. Device eval by MFR: the device was not returned; however, media was provided. The media has been thoroughly examined and evaluated to reveal a nickel shaft fracture located midshaft while the inner lumen is stretched.

Event description:
It was reported that the catheter sheath was torn. A direxion hi-flo microcatheter was selected for use in a prostate embolization procedure. At the end of the intervention during catheter withdrawal, the outer sheath was torn. The catheter was removed without complication, and the procedure was completed with this device. There were no patient complications as a result of the event.